Event description:
It was reported that the intra-aortic balloon (iab) was inserted in (2009) the iab was inserted, the registered nurse found blood in the tubing. The pump did not alarm.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.